Event description:
The information provided to sjm indicated patient underwent double valve replacement on (B)(6) 2013. After using a sjm 907 sizer, the physician selected a 19mm sjm regent valve (model 19agn-751, serial: (B)(4)) for use. When the valve was sutured into place it was found to be too large and it was removed. Bypass time was extended while the valve was replaced with a 17mm sjm regent valve (model: 17agn-751, serial: (B)(4)). The original valve was remeasured with the sizer and found to be larger than the 19agn-751 valve. The patient expired on (B)(6) 2013 due to systemic inflammatory response syndrome and multiple organ failure.